Event description:
This female patient with a history of obesity, hypertension, hyperlipidemia, and diabetes (orally controlled) was admitted for stable angina and positive stress echo. The patient was currently taking aspirin, plavix, statins, and beta-blockers. Baseline labs and vital signs revealed mild systolic hypertension (168/63), and anemia (hgb 10.7 g/dl). Pre-procedural ck was within normal limits. Aspirin, plavix and heparin were administered; clotting times were not measured during the procedure. Angiography revealed triple vessel disease. The first lesion was a 90%, 25mm, de novo, smooth, concentric, moderately calcified, c type stenosis extending from the ostium of the left anterior descending artery (lad) through the mid lad. The lesion was within the bifurcation of the lad and circumflex (lcx) artery. The vessel was described as 2.75mm in diameter with moderately tortuousity. The lesion was predilated with a 2.5 x 15mm balloon inflated to 20 atms. Two cypher select stents, a 2.75 x 28mm and a 3.0 x 28mm, were placed in overlapping fashion and were deployed to 20 atms with satisfactory results. The second stent was post dilated with a 3.0 x 28mm balloon inflated to 18 atms to ensure complete expansion. The second lesion was a 90%, 40 mm, de novo, irregular, eccentric, type c stenosis extending from the proximal through the distal circumflex artery (lcx). The vessel was described as 3.8mm and moderately tortuous with a >45, <90 degree angulation at the target site. The lesion was predilated with a 2.5 x 15mm balloon inflated to 12 atms. While positioning a 3.5 x 28mm cypher select stent in the proximal lcx, the stent came off balloon and had to be deployed partially in lt main. The stent was expanded to 26 atms. Kissing balloon inflation was performed within the bifurcation of lad and cx. The stent was post dilated with a 4.0x15mm inflated to 26 atms. A second stent, a 3.5 x 13mm cypher select stent was deployed to 24 atms. The stent was post dilated with a 3.5 x 15mm balloon inflated to 24 atms. The final lesion was in the proximal right coronary artery (rca). The lesion was a 90%, 25mm, de novo, irregular, eccentric, type c. The vessel was described as 2.8mm in diameter and moderately tortuous with >45, <90 degrees of angulation at the target site. The lesion was predilated with a 3.0 x 15mm balloon expanded to 12 atms. A 2.5 x 28mm cypher select stent was deployed to 24 atms with satisfactory results. The stent was not dilated. Within 6 and 24 hours post procedure, the patient experienced a rise in cardiac enzymes. ECG showed st depression. The patient denied chest pain. She was ruled in for a myocardial infarction. This event resolved without sequalae, but did result in a prolonged hospitalization. Additionally, the patient complained of an itchy rash. The patient self treated with lotions. The event was ongoing but improved. The patient was discharged after two days hospitalization with orders for daily administration of aspirin and plavix. At one-month follow-up, the patient denied cardiac symptoms and was complaint with cardiac medications.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of five reports submitted for related events occurring with the same patient. Please reference MFR report #'s: 9616099-2008-00284, -00285, -00286, -00287, -00288. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.